Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected battery out limit alarm and unable to prime during priming test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test due to prime anomaly. The insulin pump passed the rewind and basic occlusion test. There was no unexpected noise during the rewind process. The insulin pump passed the unexpected restart error alarm test and there was no unexpected restart alarm present. The insulin pump downloaded properly to the carelink pro and no data record anomaly or memory was erased. The insulin pump was received with cracked display window corner, cracked reservoir tube lip, minor scratches on the display window.

Event description:
Customer reported via phone call high blood glucose and battery out limit alarm. Customer's blood glucose level was 400 mg/dl. Customer advised when they change out the battery they receive the alarm and all data was erased. Customer advised when they rewind the insulin pump it made a lot of noise. Customer declined to troubleshoot the insulin pump and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.